Event description:
When using the endo gia with tri-staple 45 mm purple reload the stapler was used and tissue got caught in the stapler. The surgeon had to remove the tissue and over sew the staple line. After firing the stapler, the tissue did not separate like it normally does. Instead it was caught in the stapler itself. The surgeon repaired the tissue damage, no further concern for that area.